Manufacturer narrative:
(B)(4).

Event description:
It was reported that few days post generator change out procedure, the right atrial lead exhibited loss of capture at maximum output and decreased sensing. Chest x-ray confirmed lead dislodgement. The patient's condition was stable. The physician elected to take no action at this time; the patient would continue to be monitored.